Event description:
Ous MDR - after an implantation time of about 48 months, ventricular oversensing with shock deliveries was reported, which necessitated a hospital stay. The lead was deactivated and left inside the patient. The ICD was replaced with a pacemaker. Aside from the shock delivery and the clinical intervention, no deterioration of the patient&#62688;state of health was reported.

Manufacturer narrative:
The medical product is not available for analysis and could therefore not be examined. The data you provided were thoroughly analyzed and confirm the clinical observation that the detection of interference signals in the rv led to the delivery of nine shocks. Despite the available information, there can be no final assessment of the defect cause because this would necessitate an investigation of the lead itself. If additional relevant information or the device itself should be available, please send this to us also. The incident will then be updated accordingly.